Event description:
Rn reported that during a pt treatment on a system 1000 hemodialysis device a significant amount of blood was noticed on the floor. Upon further inspection it was determined that the venous needle had dislodged from the pt without a venous alarm. The pt was hypotensive and was administered normal saline. Approx 1 unit of blood was lost. The pt fully recovered.